Manufacturer narrative:
The small distractor is primarily used for intraoperative and gradual distraction of small fragment fractures. (Small external fixator- nonspanning wrist frame technique guide). The distractor device was received with a broken off guide wire in 1 of 4 guide wire holes. Also returned was one separate, shortened guide wire that shows evidence of minimal use. What is immediately evident is that the guide hole containing the broken off guide wire piece is distinctly deformed and appears to have internal thread- form impact marks that are off angle and unexpected. It is also likely that only 2 guide wires were attempted in this application while 4 guide wires are always recommended for use in the 4 holes provided on the device. The unusual screw-form impact marks and unusual deformation in the guide wire hole of this device provides evidence that the method of use rather a design deficiency has led to this complaint. The device design is determined to be suitable for the intended use and the complaint invalid from a design perspective. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted or explanted. The manufacturing records were reviewed and no complaint related issues were found. A review of the device history records indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as the product was not received, the investigation could not be completed and no conclusion could be drawn. Placeholder.

Event description:
During surgery for a radial shortening, the surgeon was drilling a second 2.5mm wire through the small distractor on the external fixator and the 2.5mm wire jammed in the threaded hole. The second wire never made it into the patient¿s bone; it jammed into the distractor. The distractor was pulled off the first 2.5mm wire and away from the patient. The second wire could not be removed. The second wire was cut and the distractor was re-applied over the first wire. Surgeon then completed the surgery by placing a 1.6mm wire into a different hole. Surgery continued without further incident and necessary compression was achieved. Due to this event an additional 15-30 minutes was added to operating room time. This report is 1 of 1 for complaint (B)(4).

Event description:
This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional narrative: an evaluation was conducted. The received condition of the instrument states: not all devices were delivered for investigation. The clamp nuts are missing. The clamp shows scratches, nicks and rub marks on the surface. A guide wire is jammed inside the clamp. The bore for the wire guide is deformed and outworn. Both threaded parts (m5x0.5) are bending over. The clamp piece moves up and down as required even though the spindle is slightly curved. The entire laser etching is readable. The conclusion that was reached was the device was produced and distributed in august 2012. Except of the jamming problem the device is functional. The jammed part of guide wire cannot be removed from the bore therefore the diameter 2.55 mm is not measurable. We consider that the bore was correct at the time of manufacturing and this complaint to be caused by misuse of the device. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications.

Manufacturer narrative:
Device is used for treatment, not diagnosis date device received for evaluation investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.